Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, serial/lot #: 2.3.0, ubd: , UDI#: h3 - evaluation of the software logs determined there was insufficient information to determine if a software issue occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when the site loaded the patient's scan from a cd, the 4 scans did not completely load (missing slices, lines through images). Site was able to load the same images from the same cd on their navigation system successfully and all slices loaded. This occurred preoperatively, and there was no surgical delay. Navigation was aborted, and there was no reported impact to patient outcome.